Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power cord with sparking. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One power supply model cm1110 and one power cord model cm3020 were received for evaluation. Visual evaluation revealed no physical damage or discrepancy to either cord. The reported complaint of exposed wires and sparking was not confirmed.